Manufacturer narrative:
The customer reported that the central nurse's station (cns) screen (only one monitor in use) flashed for a second, and then it was extremely difficult to see anything that was displayed on it. They tested another monitor at the same station and it worked fine. After some troubleshooting, it was determined that the screen was bad and will need to be replaced. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) screen (only one monitor in use) flashed for a second, and then it was extremely difficult to see anything that was displayed on it.